Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported that the paramedics were called due to her low blood glucose. The customer stated that the reservoir was taken out of the device, and now the o-ring was out of the insulin pump. Advised the customer to revert to a back up plan. No further info was provided.